Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue "failed leak test, might need a new ccd chip on distal end" was confirmed. Device evaluation and inspection found the device has a non-olympus a-rubber that is not glued therefore leaking. Service repair noted , this possibly damaged the charge coupled device (ccd) causing black image (no image). In addition, missing a-rubber glue was noted and the insertion tube found to be a non olympus ns unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of "failed leak test, might need a new ccd chip on distal end". The issue found at reprocessing. There is no patient involvement on this reported event. No harm reported, no user injury reported. Device evaluation found black image (no image) . This report is being submitted for no image found during device evaluation (the entire screen becomes black and shows no images (blackout)-unable to restore ).

Manufacturer narrative:
Correction: e2 from blank to yes. G2 to additionally mark healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿ withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ on page 80 or ¿withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿ on page 80.¿ olympus will continue to monitor field performance for this device.